Event description:
It was reported that the rn noticed a device that indicated "connection issues", while in patient use. The device(s) were removed and a new device was programmed for the patient. Additional follow up stated there would be no further information forthcoming with this event.

Manufacturer narrative:
The customer stated issue of ¿connection error¿ was confirmed through a review of the device logs. The review of the device logs found a channel disconnect event on the suspected event date of (B)(6) 2019. Functional testing consisting of iui testing performed on the source pump module found the device operating in specification. The source device was also functionally tested and programmed to infuse overnight. There were no anomalies observed during testing on the customer¿s devices. Both iuis have a date code indicating they are approximately 5.5 years old. Testing was unable to replicate the channel disconnect event. The probable cause of disconnect or communication errors are the result of an intermittent connection at the iui interface due to contamination on the contact pins which was evident on the source module¿s connectors.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient information was requested but not provided.

Event description:
It was reported that the device had connection error while in patient use.